Manufacturer narrative:
This spontaneous case describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device material issue "it is probably the weld which is in question; it is subjected to strong erosion". On an unknown date, the patient had essure inserted. The duration of use was 8 years. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), foreign body in reproductive tract ("the implants weld are subjected to strong erosion, releasing harmful particles into the tubes"), fatigue ("fatigue"), mental impairment ("loss of intellectual capacity"), alopecia ("hair loss") and amnesia ("memory loss"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the pelvic pain had not resolved and the foreign body in reproductive tract, fatigue, mental impairment and alopecia outcome was unknown. The reporter considered alopecia, amnesia, fatigue, foreign body in reproductive tract, mental impairment and pelvic pain to be related to essure. The reporter commented: the pain and fatigue led to a loss of physical capacity. The four patients initiated tests, at their expense, at the minapath laboratory which "prove the toxicity of the implants". "It is probably the weld which is in question; it is subjected to strong erosion, releasing harmful particles into the tubes, including tin." Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jun-2020: the case will be deleted from bayer pv database. Nullification reason: this case is duplicate from case (B)(4). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device material issue "it is probably the weld which is in question; it is subjected to strong erosion". On an unknown date, the patient had essure inserted. The duration of use was 8 years. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), foreign body in reproductive tract ("the implants weld are subjected to strong erosion, releasing harmful particles into the tubes"), fatigue ("fatigue"), mental impairment ("loss of intellectual capacity"), alopecia ("hair loss") and amnesia ("memory loss"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the pelvic pain had not resolved and the foreign body in reproductive tract, fatigue, mental impairment and alopecia outcome was unknown. The reporter considered alopecia, amnesia, fatigue, foreign body in reproductive tract, mental impairment and pelvic pain to be related to essure. The reporter commented: the pain and fatigue led to a loss of physical capacity. The four patients initiated tests, at their expense, at the minapath laboratory which "prove the toxicity of the implants". "It is probably the weld which is in question; it is subjected to strong erosion, releasing harmful particles into the tubes, including tin." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device material issue "it is probably the weld which is in question; it is subjected to strong erosion". On an unknown date, the patient had essure inserted. The duration of use was 8 years. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), foreign body in reproductive tract ("the implants weld are subjected to strong erosion, releasing harmful particles into the tubes"), fatigue ("fatigue"), mental impairment ("loss of intellectual capacity"), alopecia ("hair loss") and amnesia ("memory loss"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the pelvic pain had not resolved and the foreign body in reproductive tract, fatigue, mental impairment and alopecia outcome was unknown. The reporter considered alopecia, amnesia, fatigue, foreign body in reproductive tract, mental impairment and pelvic pain to be related to essure. The reporter commented: the pain and fatigue led to a loss of physical capacity. The four patients initiated tests, at their expense, at the minapath laboratory which "prove the toxicity of the implants". "It is probably the weld which is in question; it is subjected to strong erosion, releasing harmful particles into the tubes, including tin." Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.